Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 301 mg/dl. The customer stated that she thinks something is wrong with the reservoir. The customer was assisted with trouble shooting and found that the pump passed all test functions. The customer was advised to change their reservoir and infusion set. The pump works as designed. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.